Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Pressure cal, pressure sensors only- 04/02/2019 14:53:47 ian pfifer (ipfifer) per john rocciolo: charge appeasement: please charge to customer advocacy cost # 908144 for only the following: I. Pressure system calibration ii. Any identified faulty pressure sensors npi. 04/18/2019 11:15:01 thong trang (ttrang) estimate mjr waiting for approval. 05/07/2019 12:09:18 lauryne wasan (lwasan) major repairs needed per thong trang, service tech. Repair approved by jesus baez, biomed, at jesus.baez@jmmc.com for $365. Use new po# 824220841 05/08/2019 05:30:48 thong trang (ttrang) replaced bezel assembly due to failed pressure psi, replaced air in line, rear case, sear latch. 05/08/2019 11:02:02 annette a mendez (amendez) 1001901741220000607600102839856160 01/30/2020 13:54:54 mikee d baldonado (mbaldona) during the repair process, it was determined that the original problem code should have been brok (broken/damaged) for complaint trending purposes. File reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.